Manufacturer narrative:
(B)(4). A follow up report will be submitted upon completion of the investigation.

Event description:
The customer reported the fully charged battery did not last the length of the shift as anticipated. There was no reported patient involvement.